Event description:
It was reported that a deep brain stimulation (dbs) patient experienced a fall, hitting their head and opened the left incision site. Cultures were taken, and infection was confirmed, however the results are unavailable. The patient underwent exploratory procedure where the physician decided to remove the entire dbs system. The patient was administered intravenous (IV) antibiotics through a peripherally inserted central catheter (PICC) and completed the procedure. It was noted that the infection tends to attach to hardware making impossible to remove and removal of the dbs system promotes a faster recovery per the physician's assessment. Physical analysis of the dbs devices was not performed as they were retained by the facility. The patient did well post-operatively. Additional information was not provided despite good faith effort attempts.

Manufacturer narrative:
Block b3: exact date unknown, event occurred between 10may2024 and 31may2024. Additional suspect medical device components involved in the event: product family: dbs-linear leads. Upn: m365db2202450. Model: db-2202-45. (B)(6). Product family: dbs-extension. Upn: m365db312855b0. Model: db-3128-55b. (B)(6). Product family: dbs-ipg-pc. Upn: m365db14160. Model: db-1416. (B)(6).